Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump doesn't seem to be giving insulin. Customer gave insulin 3 times and her blood sugar keeps going higher. Customer feels like she's going to throw up. Customer's blood glucose was 475 mg/dl. Customer stated that she treated with an injection of 8 units. Customer ran a manual prime and the insulin did exit the tubing. Customer removed the set and stated that the cannula was not bent or occluded. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change.